Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a pulse generator change out procedure due to normal elective replacement indicator. The right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the right ventricular lead was worn and possibly cut during the change out procedure; the lead also exhibited high capture thresholds.